Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. It was reported that the pt's vessels were moderate tortuosity and calcification. It was reported that the physician lost wire access. The physician was unable to regain access to the contralateral gate. The decision was make to convert the graft to an aui and a femoral-femoral bypass was performed. The pt tolerated the procedure well. It was reported at a later date that the pt had expired due to a massive myocardial infarction.